Event description:
It was reported that after stent placement in the iliac (off-label use), it was difficult to remove the catheter through a 5fr introducer sheath. The catheter only was removed and replaced with another of the same make and type to successfully complete intervention and implantation of a stent.